Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with unknown silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician via MRI examination. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat#: smpx545, sn#: (B)(4), and left replaced with cat#:smpx545, sn#: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Devices' photo evaluation: upon visual evaluation of the photocopy image provided in the complaint, the implant was observed ruptured. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).